Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and underweight. A visual and microscopic analysis was performed which identified crease sharp opening on posterior, crease fold and stress marks. Base on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade 3 is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.